Event description:
Bedside rn reported scd machines were beeping with an error of either e3 or foot pump. Multiple machines/tubings and new sleeves tried. Each machine produced an error. Controller also alarming with e3 code error. New sleeves tried. Error occurred. New machine tried, error occurred again. Contacted rep regarding a separate question who suggested changing the tubing to new tubing. New tubing resolved the error.